Event description:
Pt presented to ER the morning of 5/17/99 with complaints of nausea, vomiting and diarrhea x 3-4 days. She was admitted to hosp for evaluation and during her hosp stay (5/17 - 5/21/99) she was treated with IV hydration, anti-emetics and anti-dairrheals. Due to her grade 3 radiation esophagitis and diarrhea, chemo and radiation were held. Radiation resumed 5/21 prior to discharge. To resume chemo 5/26 at 50% dose reduction of cptii and 25% dose reduction of cisplatinum. Although radiation was given concurrently with chemo (cptii) it was felt by the physician that the esophagitis was due to radiation.